Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call from the customer to the emergency support program, that there have been restriction alarms and gas loss alarms on cardiosave pump while using sensation plus 8fr. 50cc iab balloon. There was no patient harm